Event description:
It was reported that there was a hair in the packaging of the minicap. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem of particulate matter was verified during visual inspection. The cause if this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.